Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has a supra-orbital scs system and an occipital scs system. This issue is related to the occipital scs ipg. The patient reported the scs ipg pocket incision had opened. As a result, the patient underwent surgical intervention on (B)(6) 2016 during which the incision was closed.

Event description:
Additional information received identified the would has healed.